Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference (B)(4) (meter and test strips). B2: adverse event report is being submitted due to customer contacting worksite doctor due to symptoms. Lancing device was not returned for evaluation. Product information not provided. Supplier unable to investigate most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he had not yet tested using the replacement products and would call back. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was busy and would call back.

Event description:
Consumer reported complaint for the lancing device, stating it was not working. The customer feels well and did not report any symptoms. Customer stated that two days prior on (B)(6) 2023 he had been at work when he had not felt well; customer stated he had symptoms of feeling tired, shakiness, his hands did not stop shaking and he almost passed out. Customer stated there was a doctor on site and the doctor had tested the customer's blood glucose and had obtained a result of 400 mg/dl pm non-fasting. The doctor gave him water and he rested for about 2 hours and he started feeling better. Customer didn't go to hospital; the doctor recommended he change his diet and eat more healthy and drink a lot of water. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix go meter (additional report reference (B)(4) (meter and test strips). Customer stated that the lancing device works but he has to try at least 3 times before it works.